Event description:
It was reported that the customer was hospitalized due to high blood glucose of 387mg/dl. The customer experienced ketones, thirst, and vomiting. Troubleshooting was performed. The mother stated that the cannula was bent. The time and date were incorrect. Assisted the mother with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found no delivery, battery and reservoir alarms. The caller stated that the drive support cap was flush. Assisted the mother to run a manual prime test and the insulin did exit. It was also mentioned that her blood glucose reads different from the hospital's blood glucose meter. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.